Manufacturer narrative:
The serial number of the analyzer was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for 15 patient samples tested with elecsys troponin t gen 5 on an unknown cobas pro system. The customer provided examples of two patient samples with discrepant troponin t results. The customer noted they received errors on the analyzer indicating issues with reservoirs and abnormal low signal. Due to initial high values, the customer decided to repeat the samples. The repeat results were deemed correct and corrected reports were issued. The first sample initially resulted in a troponin t value of 61.1 ng/l. The sample was repeated on a second analyzer, resulting in a value of 9.28 ng/l. The second sample initially resulted in a troponin t value of 41.0 ng/l. The sample was repeated on a second analyzer, resulting in a value of 9.09 ng/l.

Manufacturer narrative:
The customer stated that controls run before the event recovered as expected. Calibration data was acceptable. The field service engineer determined the water tank assembly tubing was kinked, causing air bubbles in syringes and cups. The tubing was flattened and ensured it no longer had kinks. Measuring cell conditioning maintenance was performed and no further bubbles were present. Precision studies were performed and recovered within guidelines. The investigation determined the service actions resolved the issue.